Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported four (4) false negative results with the binaxnow covid-19 ag self test performed on unknown dates. This MFR. Report addresses test three (3) of four (4). The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date with unknown sample type. The consumer confirmed that the patient was sick with covid-19. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported four (4) false negative results with the binaxnow covid-19 ag self test performed on unknown dates. This MFR. Report addresses test three (3) of four (4). The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date with unknown sample type. The consumer confirmed that the patient was sick with covid-19. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: h11, investigation summary testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000910207 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 0000910207 and device part number 195-430wl/ lot 910207. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000910207 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported via medwatch (mw5167297) four (4) false negative results with the binaxnow covid-19 ag self test performed on various dates. This MFR. Report addresses test three (3) of four (4). The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with unknown sample type. The consumer tested positive with quidel ortho quickvue brand on (B)(6) 2025 with unknown sample type. The consumer confirmed that she was symptomatic and sick with fever, body aches, chills, and headache.

Event description:
The consumer reported via medwatch (mw5167297) four (4) false negative results with the binaxnow covid-19 ag self test performed on various dates. This MFR. Report addresses test three (3) of four (4). The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with unknown sample type. The consumer tested positive with quidel ortho quickvue brand on (B)(6) 2025 with unknown sample type. The consumer confirmed that she was symptomatic and sick with fever, body aches, chills, and headache.

Manufacturer narrative:
Additional/updated information: a. Patient information - a2 (age at time of event, age units), a3a, a4 (weight, weight units), a5, a6 b3 - date of event b5 - describe event or problem d4 - lot #, catalog #, expiration date, expiration date null, primary UDI number e4 - initial report sent to FDA g3 - date received by mfg g2 - report source (other), other report source h4 - device mfg date h6 - adverse event problem (type of investigation, investigation findings) h10 - related report numbers testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000910207 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 0000910207 and device part number 195-430wl/ lot 910207. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000910207 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.